Manufacturer narrative:
Philips received a complaint on a heartstart mrx device indicating that the device was not delivering a shock while performing resuscitation and the patient died. No further details regarding the procedure or circumstances regarding the death or patient condition were provided despite multiple attempts. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.

Event description:
In was reported to philips that the device failed to deliver shock during resuscitation on the patient and the patient passed away. Additional details have been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.